Event description:
On insertion, the twinfix 5.0mm anchor snapped through body/eyelet. The anchor was removed with a coring drill. A back-up device was available. No other information is available at this time.

Manufacturer narrative:
No product is being returned for evaluation. As reported, the site was prepared using a 1.8 awl which is incorrect for this size anchor. According to the device's IFU, a 2.5 drill bit is the recommended device for the site preparation.